Manufacturer narrative:
At the completion of the investigation based on the information available, clinical was unable to confirm the following; contralateral limb wire shearing, final patient disposition of stable, although there was a successful placement of an infrarenal components. Most likely cause of the shearing wire was the pre-existing stent in the right common iliac artery and the small distal aorta and iliacs (non aneurysmal aorta - possible off label condition (no pre- index CT). The review of manufacturing lot confirmed all devices met. Based on the information available the root cause of the reported event is unknown.

Manufacturer narrative:
To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
It was reported during the initial procedure, the physician encountered an issue with the contralateral wire. In the tip of the contra-lateral limb wire, there was a little more resistance than normal when withdrawing the guidewire as the wire emerged the physician noticed it was sheared off. The physician completed the procedure with a second bifurcated stent with no issue. The patient is reported to be in stable condition.